Event description:
Olympus medical systems corp (omsc) was informed that during a bronchoscopy, the valve of the subject device was broken and a part of 1.5mm size of the device fell off into the pt while an uncertain biopsy forceps was inserted into it. The user reportedly could retrieve the particle once to near the vocal cord using suction function of the bronchoscope; (B)(4), however the pt swollen the particle when the user tried to grasp the particle with the biopsy forceps. It was reported that the procedure was completed using same device.

Manufacturer narrative:
Olympus followed up with the user facility to obtain detail info. The facility reported that the doctor tried to find out the particle very meticulously after re-intubate without successes. Omsc could not evaluate the device because the device was not returned to omsc. The exact cause of the reported phenomenon could not be conclusively determined. However, improper handling, such as insertion of the biopsy forceps with the cups open or insertion with excessive force by user, could not be ruled out as a contributory factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.